Event description:
It was reported that the gun body is stuck and cannot be fired smoothly. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/4/2024. D4: batch # 368c24. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the one ec60a device was returned with no apparent damage, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One gst60w reload was loaded in the device. The reload was partially fired 1/10. In addition, the device was disassembled in order to verify the condition of the internal components, and the closure trigger top was noted broken caused by high force applied. No functional test was performed due the condition of the device. The event reported was confirmed and it is related to improper use of the device. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. Although no conclusion could be reached on the cause of the reported event of "partial fire", the instructions for use do contain the following caution: ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 368c24, and no non-conformances were identified.